Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were 3.5 second pauses. Ventricular sensing was reprogrammed to 1.2 mv. The technical consultant suspected overrsensing. The device remains in use. No patient complications have been reported as a result of this event.